Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. It was unknown, if essure confirmation test(s) was done. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), ovulation pain ("painful ovulation") and headache ("headache") and was found to have uterine leiomyoma ("fibroid / small uterine fibroid"). The patient was treated with surgery (hysterectomy (partial) / 2016- surgical removal of coil(s) - partial hysterectomy in order to remove). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, uterine leiomyoma, fatigue and abdominal pain lower outcome was unknown, the dyspareunia and ovulation pain was resolving and the menorrhagia, vaginal haemorrhage and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, headache, menorrhagia, ovulation pain, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, the essure device was used to implant coils into each tubal ostium leaving 5 coils visible on the left and 3 coils visible on the right. Plaintiff received treatment for bleeding, pain and fibroid. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: endometrium measures 7 mm in thickness. Uterus measures 10.5 x 9.0 x 8.0 cm. Right ovary measures 3.3 x 2.0 x 2.4 cm. Left ovary measures 3.6 x 2.9 x 2.4 cm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Headache, abdominal pain lower, fatigue & ovulation pain were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. It was unknown, if essure confirmation test(s) was done. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("fibroid / small uterine fibroid"). The patient was treated with surgery (hysterectomy (partial) / 2016- surgical removal of coil(s) - partial hysterectomy in order to remove). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, uterine leiomyoma and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, the essure device was used to implant coils into each tubal ostium leaving 5 coils visible on the left and 3 coils visible on the right. Plaintiff received treatment for bleeding, pain and fibroid. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: endometrium measures 7 mm in thickness. Uterus measures 10.5 x 9.0 x 8.0 cm. Right ovary measures 3.3 x 2.0 x 2.4 cm left ovary measures 3.6 x 2.9 x 2.4 cm. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received: new event (vaginal bleeding), medical history and lab test updated. On (B)(6) 2019: processed with follow up 2. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: it was unknown, if essure confirmation test(s) was done. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for bleeding, pain and fibroid. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : previously reported event of "injury" was updated to event of pelvic pain. Additional new events were added - dyspareunia, abdominal pain, menorrhagia and fibroid. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.